Event description:
The customer contact reported the patient received more medication than intended. At 1645, the pump was programmed in the dose calculation mode to deliver dopamine 400mg/250ml at a rate 9.2ml/hr with a dose of 3 mcg/kg/min and the delivery was started. No further programming parameters were provided. At 1815, the nurse noted that the bag of dopamine was empty. The device was removed from clinical service. There was no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.